Event description:
Pt had the newest "ck" procedure done on both eyes to correct farsightedness. The dr placed 16 dots around each eye with the radio wave probe to reshape the eye. Immediately after surgery pt saw multiple images. As the days/weeks went by this condition seemed to worsen. The dr said pt's eyeballs were "warped" out of shape. He wanted to wait for four mos to have the eyes stabilize before going back and correcting the problem with the placement of another single probe in each eye. This radio wave probe is supposed to bring the eye back into shape. Pt is scheduled for an office visit 8/2002 for the final evaluation prior to surgery. Pt's concern is the dr does not know what he is doing as this was the first approval for this procedure in the state and pt was one of the first pts on the first day for this procedure by this dr and clinic. He now is relying on input from product mfrs to tell him to correct the problem they created. Pt is now concerned they may actually make the problem worse.